Event description:
During pt treatment with the model 3100a, the displayed mean airway pressure drifted up to 28 cmh2o from the 12.5 cmh2o set in. The pt was temporarily removed, the 3100a was re-calibrated, and the pt placed back on the 3100a. A few minutes later, the mean airway pressure again drifted upwards. While still on pt, mean airway pressure was readjusted to 12.5 cmh2o. No further drift in mean airway pressure occurred and pt treatment continued without compromise to the pt.